Event description:
Received home oxygen concentrator after short hospital stay for asthma exacerbation. Something was wrong with the filter. I kept getting nostrils filled with off white crusty discharge whenever I used the machine which was 24/7 for some time. I contacted the company who told me to remove the filter. I'm extremely ill right now and will be returning to the emergency room today for consult. I believe I'm ill from using the contaminated filter.